Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported an error displayed during boot-up. Programmer worked after a restart. The programmer was returned for repair and calibration. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was not able to replicate the reported error, however, errors were found in the error log.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.